Event description:
No symptoms [no adverse event] toothbrush itself flew off and hit on the face - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: female consumer via phone stated that she put the oral-b "dual clear" toothbrush heads on her oral-b toothbrush model 3709, and the toothbrush itself flew off and hit her on the face. No injury was reported. 06-jul-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
06-jul-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No symptoms, no adverse event. Toothbrush itself flew off and hit on the face - oral-b (device breakage). Case narrative: female consumer via phone stated that she put the oral-b "dual clear" toothbrush heads on her oral-b toothbrush model 3709, and the toothbrush itself flew off and hit her on the face. No injury was reported.